Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b.

Event description:
Patient reported " possible rupture and capsular contracture baker grade unknown." Later healthcare professional reported "rupture". Record is for right side. Device was explanted and replaced.

Event description:
Later healthcare professional reported "rupture". Record is for right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported " possible rupture and capsular contracture baker grade unknown." Record is for right side. Device remains implanted.